Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified malfunction occurred, and the pump would not come out of storage mode. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.